Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing pain at the ipg site. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the pain is unrelated to the scs system. As such, the ipg is no longer reportable.